Manufacturer narrative:
The event of surgery scheduled was reported to abbott. The patient was experiencing inadequate relief from their scs leads and one of the patient's leads was confirmed to have migrated. The patient's migrated lead was repositioned, and the second lead was explanted and replaced. The patient's ipg was unable to be reconnected to after troubleshooting and may have been taken out of surgery mode unintentionally during an earlier point in the procedure. A new ipg was requested by the physician and the patient's existing ipg was explanted and replaced. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-04389, related manufacturer report number:3006705815-2023-04386. It was reported that the patient was experiencing inadequate relief from their scs leads and one of the patient's leads was confirmed to have migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient had their migrated lead repositioned, and the second lead was explanted and replaced. Additionally, it was reported that the patient's ipg was unable to be reconnected to after troubleshooting and may have been taken out of surgery mode unintentionally during the procedure. A new ipg was requested by the physician and the patient's former ipg was explanted and replaced. Therapy was restored post operatively.